Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that device found to had severely ripped and bubbled downstream occlusion seal during testing. There was no patient involvement or harm. Although the issue occurred during testing with no patient involvement, a ripped dso seal could interrupt therapy if the issue recurs during infusion.